Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. Cardioquip reviewed images from customer identified this issue as possible bacterial contamination. Cardioquip attempted to follow up, but the customer ceased communication and could not confirm the issue.

Event description:
The customer forwarded pictures of their internal tubing to cardioquip service for review by cardioquip. Cardioquip recommends having the device sent in for an internal water pathway replacement.